Event description:
The customer returned the ultrasonic gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, bending section glue was crack on distal end cover, and the adhesive on objective and light guide lens had lifting gap was observed. The service repair technician indicated that the most likely cause of the reportable malfunction was due to component failure, expected or random component failure without any design or manufacturing issue. There was no patient involvement.

Manufacturer narrative:
There was no reported complaint as these devices was returned for annual maintenance. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.